Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a review of the device history record (DHR) found that the failure problem rp-- touch screen test failed blank display, production floor problem rpt-- replaced front panel assy per (B)(6) 2021.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler screen went blank during pause 1 of treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. During a follow up call the patient confirmed there was no harm, adverse event of medical intervention due to the blank screen event. The patient was able to do manual treatments until the new cycler arrived. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.